Event description:
Related manufacturer reference number: 2017865-2023-42434. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the positioning of the lp with the delivery catheter (dc), the temporary lead inserted prior to procedure had contrast leakage under fluoroscopy that indicated cardiac perforation. When the temporary lead was moved, the patient experienced hypotension due to pericardial effusion. The physician surgically repaired the perforation, removed the lp and dc, and discarded the lp. The physician noted the right ventricle was small. The patient was in stable condition and the case was abandoned.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.